Manufacturer narrative:
The insulin pump was received with intermittent button due to moisture damage keypad traces. The keypad overlay had weak adhesive bond.

Event description:
The customer reported via phone call that the buttons had delay on response. The customer's blood glucose was 167 mg/dl at the time of incident. The insulin pump was returned for analysis.